Event description:
Subject is part of the 76 triathlon cones revision study receiving cones components on (B)(6) 2022 and required a revision due to arthrofibrosis / stiffness. I&d with synovectomy with poly exchange was performed. A 2x13 ts insert was implanted. Right knee. Subject is not seeing pi any longer and withdrew from the study.

Manufacturer narrative:
Reported event: an event regarding arthrofibrosis involving an unknown triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated "conclusion/assessment: the patient was part of a cone-augment study. No pre-revision data was provided for a review. No preoperative x-rays were provided for review. Postoperative hospital data and initial postoperative care, until three months, was not provided for a review after the revision. At the three month follow up for the revision, the patient was found to have poor motion measuring only 10 to 90° maximum. Manipulation under anesthesia was recommended. This was performed and it was noted that the preoperative motion was 5 to 85°, intra-operatively they were able to get to ¿0 to 225°¿, presumably was misstated and was 125°. No clinical data was provided. The next data point was (B)(6) 2024, in the form of an operative note. There is no preoperative data provided. The patient was taken back to the operating room for stiffness. An I and d, synovectomy and polyethylene exchange were performed. Cultures were taken, results thereof were not provided for a review. A new 13 mm ts polyethylene was implanted. No post operative data was provided for review. By report, the patient is no longer part of the study and is no longer being followed by the caregiver. Event confirmation: mua after revision surgery and second surgery with poly exchange and synovectomy nearly 2 years later can be confirmed. Root cause: the root cause of the mua was stiffness. The root cause of the second surgery (poly exchange and synovectomy) was stiffness. The root cause of the initial revision surgery, and the root cause of the stiffness in the subsequent surgeries cannot be ascertained." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of medical records with a clinical consultant indicated "conclusion/assessment: the patient was part of a cone-augment study. No pre-revision data was provided for a review. No preoperative x-rays were provided for review. Postoperative hospital data and initial postoperative care, until three months, was not provided for a review after the revision. At the three month follow up for the revision, the patient was found to have poor motion measuring only 10 to 90° maximum. Manipulation under anesthesia was recommended. This was performed and it was noted that the preoperative motion was 5 to 85°, intra-operatively they were able to get to ¿0 to 225°¿, presumably was misstated and was 125°. No clinical data was provided. The next data point was 06/17/2024, in the form of an operative note. There is no preoperative data provided. The patient was taken back to the operating room for stiffness. An I and d, synovectomy and polyethylene exchange were performed. Cultures were taken, results thereof were not provided for a review. A new 13 mm ts polyethylene was implanted. No post operative data was provided for review. By report, the patient is no longer part of the study and is no longer being followed by the caregiver. Event confirmation: mua after revision surgery and second surgery with poly exchange and synovectomy nearly 2 years later can be confirmed. Root cause: the root cause of the mua was stiffness. The root cause of the second surgery (poly exchange and synovectomy) was stiffness. The root cause of the initial revision surgery, and the root cause of the stiffness in the subsequent surgeries cannot be ascertained." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Subject is part of the 76 triathlon cones revision study receiving cones components on (B)(6) 2022 and required a revision due to arthrofibrosis / stiffness. I&d with synovectomy with poly exchange was performed. A 2x13 ts insert was implanted. Right knee. Subject is not seeing pi any longer and withdrew from the study.